Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and pregnancy with contraceptive device ("post implant pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), infection ("infections") and rash ("rash"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (partial hysterectomy). At the time of the report, the pelvic pain, pregnancy with contraceptive device, infection and rash outcome was unknown. The pregnancy outcome was not reported. The reporter considered infection, pelvic pain, pregnancy with contraceptive device and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain"), salpingitis ("chronic salpingitis"), pregnancy with contraceptive device ("post implant pregnancy"), autoimmune disorder ("autoimmune disorder(autoimmune-like reaction)"), genital haemorrhage ("abnormal bleeding (general)") and cystoscopy ("cystoscopy") in a 32-year-old female patient who had essure (batch no. 872991) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, abortion spontaneous in 2007, parity 1, gravida in 2008, c-section, blood pressure high, pyrosis, acid reflux (esophageal), wound infection, tonsillectomy, gastroesophageal reflux disease, obstructive sleep apnea syndrome, hypertension, premature birth, cardiac septal defect repair, collapse of lung, eustachian tube operation (history of eustachian tubes, and reattachment procedure, 1985) in 1985, pre-eclampsia, postoperative infection, depression, upper limb fracture, headache, bags under eyes, swelling of legs, fatigue, diarrhea, hives and abdominal hernia. Concurrent conditions included drug allergy, allergic reaction to antibiotics, sulfonamide allergy, morbid obesity, erythroderma, pyrexia, erythema (develops into mouth lesions, face and lip swelling, and skin desquamation), constipation (she has alternating constipation and diarrhea with symptoms that "come and go".), diarrhea, weight loss, uterine bleeding, chronic salpingitis and allergic reaction to analgesics. Family history included breast cancer, down's syndrome, heart disease, unspecified, lung disease, osteoporosis, diabetes, blood transfusion, colorectal cancer (a maternal grandfather) and hypothyroidism. Concomitant products included famotidine, labetalol and omeprazole. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, 1 year 5 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and weight increased ("weight gain"). On (B)(6) 2015, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), infection ("infections"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia") and cystoscopy (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), complication of pregnancy ("complication of pregnancy"), rash ("rash") and back pain ("constant lower back pain "). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (partial hysterectomy, bilateral salpingectomy, cystoscopy) and surgery (total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, salpingitis, pregnancy with contraceptive device, autoimmune disorder, weight increased, complication of pregnancy, infection, dyspareunia, rash, back pain and cystoscopy outcome was unknown and the genital haemorrhage and dysmenorrhoea was resolving. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter provided no causality assessment for salpingitis with essure. The reporter considered autoimmune disorder, back pain, complication of pregnancy, cystoscopy, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, pelvic pain, pregnancy with contraceptive device, rash and weight increased to be related to essure. The reporter commented: baby case: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed essure device was successfully occluded; on (B)(6) 2012: single essure device visualized; on (B)(6) 2012: total bilateral occlusion. (B)(6) 2012, hysterosalpingogram showed single essure device visualized which is on left side; occluded left fallopian tube; patent the right fallopian tube. (B)(6) 2015, surgical pathology report showed, endometrium biopsy: menstrual pattern endometrium with glandular and stromal breakdown, negative for hyperplasia or malignancy; fragments of benign endocervical tissue. (B)(6) 2015, surgical pathology report showed, uterus, cervix, and bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: uterus: secretory-pattern endometrium; leiomyomata uteri, largest measures 1.3 cm in greatest dimension; negative for malignancy. Cervix: no significant histopathologic change. Bilateral fallopian tubes: no significant histopathologic change. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming pelvic pain, salpingitis. Most recent follow-up information incorporated above includes: on 14-may-2018: pfs provided. Information added/updated: pregnancy outcome, labetalol, events cystoscopy and lower back pain, outcome of events abnormal bleeding and dysmenorrhea. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain/post essure reaction with pain"), salpingitis ("chronic salpingitis"), pregnancy with contraceptive device ("post implant pregnancy"), autoimmune disorder ("autoimmune disorder type of disorder: post-essure reaction with pain and autoimmune-like reaction"), genital haemorrhage ("abnormal bleeding (general)") and cystoscopy ("cystoscopy") in a 31-year-old female patient who had essure (batch no. 872991) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included citalopram. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tube(s)" on (B)(6) 2011. The patient's medical history included multigravida, abortion spontaneous in 2007, parity 1, gravida in 2008, c-section, pyrosis, acid reflux (esophageal), wound infection, tonsillectomy, gastroesophageal reflux disease, obstructive sleep apnea syndrome, hypertension, premature birth, cardiac septal defect repair, collapse of lung, eustachian tube operation (history of eustachian tubes, and reattachment procedure, 1985) in 1985, pre-eclampsia, postoperative infection, upper limb fracture, headache, bags under eyes, swelling of legs, fatigue, diarrhea, hives, abdominal hernia, swelling of legs, vomiting, sinusoidal fetal heart rate pattern, ureteric operation, skin ulcer, cellulitis (an anterior abdominal wall), abdominal wall wound, miscarriage (B)(6) 2007 and (B)(6) 2010), wound and postoperative wound infection. No costovertebral angle tenderness. She says she has had virtually no drainage from the wound and she is quite pleased with the healing result (B)(6) 2012, hysterosalpingogram showed single essure device visualized which is on left side; occluded left fallopian tube; patent the right fallopian tube. (B)(6) 2015, surgical pathology report showed, endometrium biopsy: menstrual pattern endometrium with glandular and stromal breakdown, negative for hyperplasia or malignancy; fragments of benign endocervical tissue. (B)(6) 2015, surgical pathology report showed, uterus, cervix, and bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: uterus: secretory-pattern endometrium; leiomyomata uteri, largest measures 1.3 cm in greatest dimension; negative for malignancy. Cervix: no significant histopathologic change. Bilateral fallopian tubes: no significant histopathologic change. Previously administered products included for an unreported indication: nexplanon and mirena. Concurrent conditions included drug allergy, allergic reaction to antibiotics, sulfonamide allergy, blood pressure high since 2012, morbid obesity, erythroderma, pyrexia, erythema (develops into mouth lesions, face and lip swelling, and skin desquamation), constipation (she has alternating constipation and diarrhea with symptoms that "come and go".), diarrhea, weight loss, depression since (B)(6) 2012, uterine bleeding, chronic salpingitis, allergic reaction to analgesics, short of breath, nausea, pre-eclampsia and uterine bleeding. Family history included breast cancer, down's syndrome, heart disease, unspecified, lung disease, osteoporosis, diabetes, blood transfusion, colorectal cancer (a maternal grandfather) and hypothyroidism. Concomitant products included famotidine, labetalol since (B)(6) 2012, omeprazole and propranolol since (B)(6) 2014. In (B)(6) 2011, the patient started citalopram at an unspecified dose and frequency. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal menorrhagia)"). On (B)(6) 2012, the patient experienced complication of pregnancy ("complication of pregnancy with post implant pregnancy"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced autoimmune disorder (seriousness criterion medically significant), erythema ("rashes or skin conditions type: erythema,") and dermatitis exfoliative generalised ("rashes or skin conditions type: erythrodema"). On (B)(6) 2014, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: chronic gastroesophageal reflux disease"). On (B)(6) 2015, the patient experienced infection ("infections") and was found to have cystoscopy (seriousness criterion medically significant). On an unknown date, the patient experienced rash ("rash"), back pain ("constant lower back pain") and abdominal pain ("abdominal area"). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy on(B)(6) 2015 and partial hysterectomy, bilateral salpingectomy, cystoscopy, tlh). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, back pain and abdominal pain was resolving, the salpingitis, pregnancy with contraceptive device, autoimmune disorder, weight increased, complication of pregnancy, infection, rash, cystoscopy, anxiety, erythema, gastrooesophageal reflux disease and dermatitis exfoliative generalised outcome was unknown, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the depression had not resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the third trimester. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain, anxiety, autoimmune disorder, back pain, complication of pregnancy, cystoscopy, depression, dermatitis exfoliative generalised, dysmenorrhoea, dyspareunia, erythema, gastrooesophageal reflux disease, genital haemorrhage, infection, menorrhagia, pelvic pain, pregnancy with contraceptive device, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: baby case: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: confirmed essure device was successfully occluded. Result- unilateral occlusion (left tube occluded); on (B)(6) 2012: results: single essure device visualized; on (B)(6) 2012: results: total bilateral occlusion, unilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming pelvic pain, salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2019: pfs received. Concomitant condition and historical medication added. Event : abdominal area were added. Outcome of abnormal bleeding(vaginal/menorrhagia) updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain"), salpingitis ("chronic salpingitis"), pregnancy with contraceptive device ("post implant pregnancy"), autoimmune disorder ("autoimmune disorder(autoimmune-like reaction)"), genital haemorrhage ("abnormal bleeding (general)") and cystoscopy ("cystoscopy") in a 31-year-old female patient who had essure (batch no. 872991) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included citalopram. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tube(s)" on (B)(6) 2011. The patient's medical history included multigravida, abortion spontaneous in 2007, parity 1, gravida in 2008, c-section, pyrosis, acid reflux (esophageal), wound infection, tonsillectomy, gastroesophageal reflux disease, obstructive sleep apnea syndrome, hypertension, premature birth, cardiac septal defect repair, collapse of lung, eustachian tube operation (history of eustachian tubes, and reattachment procedure, 1985) in 1985, pre-eclampsia, postoperative infection, upper limb fracture, headache, bags under eyes, swelling of legs, fatigue, diarrhea, hives, abdominal hernia, swelling of legs, vomiting, sinusoidal fetal heart rate pattern, surgery, ulceration, cellulitis (an anterior abdominal wall), wound and recurrent abortion ((B)(6) 2007 and (B)(6) 2010). No costovertebral angle tenderness. She says she has had virtually no drainage from the wound and she is quite pleased with the healing result. Concurrent conditions included drug allergy, allergic reaction to antibiotics, sulfonamide allergy, blood pressure high since 2012, morbid obesity, erythroderma, pyrexia, erythema (develops into mouth lesions, face and lip swelling, and skin desquamation), constipation (she has alternating constipation and diarrhea with symptoms that "come and go".), diarrhea, weight loss, depression since (B)(6) 2012, uterine bleeding, chronic salpingitis, allergic reaction to analgesics, short of breath, nausea and blood pressure high. Family history included breast cancer, down's syndrome, heart disease, unspecified, lung disease, osteoporosis, diabetes, blood transfusion, colorectal cancer (a maternal grandfather) and hypothyroidism. Concomitant products included famotidine, labetalol since (B)(6) 2012, omeprazole and propranolol since (B)(6) 2014. In (B)(6) 2011, the patient started citalopram at an unspecified dose and frequency. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal menorrhagia)"). On (B)(6) 2012, the patient experienced complication of pregnancy ("complication of pregnancy with post implant pregnancy"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced erythema ("rashes or skin conditions type: erythema,"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: chronic gastroesophageal reflux disease") and dermatitis exfoliative generalised ("rashes or skin conditions type: erythroderma"). On (B)(6) 2015, the patient experienced infection ("infections") and was found to have cystoscopy (seriousness criterion medically significant). On an unknown date, the patient experienced rash ("rash") and back pain ("constant lower back pain"). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy on (B)(6) 2015 and partial hysterectomy, bilateral salpingectomy, cystoscopy, tlh). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia and back pain was resolving, the salpingitis, pregnancy with contraceptive device, autoimmune disorder, weight increased, complication of pregnancy, infection, rash, cystoscopy, anxiety, erythema, gastrooesophageal reflux disease, vaginal haemorrhage, menorrhagia and dermatitis exfoliative generalised outcome was unknown and the depression had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the third trimester. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter provided no causality assessment for salpingitis with essure. The reporter considered anxiety, autoimmune disorder, back pain, complication of pregnancy, cystoscopy, depression, dermatitis exfoliative generalised, dysmenorrhoea, dyspareunia, erythema, gastrooesophageal reflux disease, genital haemorrhage, infection, menorrhagia, pelvic pain, pregnancy with contraceptive device, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: baby case: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: confirmed essure device was successfully occluded; on (B)(6) 2012: results: single essure device visualized; on (B)(6) 2012: results: total bilateral occlusion, unilateral occlusion. Diagnostic results: (B)(6) 2012, hysterosalpingogram showed single essure device visualized which is on left side; occluded left fallopian tube; patent the right fallopian tube. On (B)(6) 2015, surgical pathology report showed, endometrium biopsy: menstrual pattern endometrium with glandular and stromal breakdown, negative for hyperplasia or malignancy; fragments of benign endocervical tissue. On (B)(6) 2015, surgical pathology report showed, uterus, cervix, and bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: uterus: secretory-pattern endometrium; leiomyomata uteri, largest measures 1.3 cm in greatest dimension; negative for malignancy. Cervix: no significant histopathologic change. Bilateral fallopian tubes: no significant histopathologic change. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming pelvic pain, salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records, patient concurrent condition and lab data were added. On (B)(6) 2018: plaintiff fact sheet received , patient demographic , patient concurrent condition ,pregnancy information ,concomitant medication and event rashes or skin conditions type: erythema, gastrointestinal or digestive system condition type chronic gastroesophageal reflux disease were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain"), salpingitis ("chronic salpingitis"), pregnancy with contraceptive device ("post implant pregnancy"), autoimmune disorder ("autoimmune disorder(autoimmune-like reaction)"), genital haemorrhage ("abnormal bleeding (general)") and cystoscopy ("cystoscopy") in a 32-year-old female patient who had essure (batch no. 872991) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, abortion spontaneous in 2007, parity 1, gravida in 2008, c-section, blood pressure high, pyrosis, acid reflux (esophageal), wound infection, tonsillectomy, gastroesophageal reflux disease, obstructive sleep apnea syndrome, hypertension, premature birth, cardiac septal defect repair, collapse of lung, eustachian tube operation (history of eustachian tubes, and reattachment procedure, 1985) in 1985, pre-eclampsia, postoperative infection, depression, upper limb fracture, headache, bags under eyes, swelling of legs, fatigue, diarrhea, hives and abdominal hernia. Concurrent conditions included drug allergy, allergic reaction to antibiotics, sulfonamide allergy, morbid obesity, erythroderma, pyrexia, erythema (develops into mouth lesions, face and lip swelling, and skin desquamation), constipation (she has alternating constipation and diarrhea with symptoms that "come and go".), diarrhea, weight loss, uterine bleeding, chronic salpingitis and allergic reaction to analgesics. Family history included breast cancer, down's syndrome, heart disease, unspecified, lung disease, osteoporosis, diabetes, blood transfusion, colorectal cancer (a maternal grandfather) and hypothyroidism. Concomitant products included famotidine, labetalol and omeprazole. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, 1 year 5 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and weight increased ("weight gain"). On (B)(6) 2015, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), infection ("infections"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia") and cystoscopy (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), complication of pregnancy ("complication of pregnancy"), rash ("rash") and back pain ("constant lower back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (partial hysterectomy, bilateral salpingectomy, cystoscopy), surgery (total laparoscopic hysterectomy bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, salpingitis, pregnancy with contraceptive device, autoimmune disorder, weight increased, complication of pregnancy, infection, dyspareunia, rash, back pain and cystoscopy outcome was unknown and the genital haemorrhage and dysmenorrhoea was resolving. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter provided no causality assessment for salpingitis with essure. The reporter considered autoimmune disorder, back pain, complication of pregnancy, cystoscopy, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, pelvic pain, pregnancy with contraceptive device, rash and weight increased to be related to essure. The reporter commented: baby case: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed essure device was successfully occluded; on (B)(6) 2012: single essure device visualized; on (B)(6) 2012: total bilateral occlusion. (B)(6) 2012, hysterosalpingogram showed single essure device visualized which is on left side; occluded left fallopian tube; patent the right fallopian tube. (B)(6) 2015, surgical pathology report showed, endometrium biopsy: menstrual pattern endometrium with glandular and stromal breakdown, negative for hyperplasia or malignancy; fragments of benign endocervical tissue. (B)(6) 2015, surgical pathology report showed, uterus, cervix, and bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: uterus: secretory-pattern endometrium; leiomyomata uteri, largest measures 1.3 cm in greatest dimension; negative for malignancy. Cervix: no significant histopathologic change. Bilateral fallopian tubes: no significant histopathologic change. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming pelvic pain, salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain"), salpingitis ("chronic salpingitis"), pregnancy with contraceptive device ("post implant pregnancy"), autoimmune disorder ("autoimmune disorder(autoimmune-like reaction)"), genital haemorrhage ("abnormal bleeding (general)") and cystoscopy ("cystoscopy") in a 32-year-old female patient who had essure (batch no. 872991) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, abortion spontaneous in 2007, parity 1, gravida in 2008, c-section, blood pressure high, pyrosis, acid reflux (esophageal), wound infection, tonsillectomy, gastroesophageal reflux disease, obstructive sleep apnea syndrome, hypertension, premature birth, cardiac septal defect repair, collapse of lung, eustachian tube operation (history of eustachian tubes, and reattachment procedure, 1985) in 1985, pre-eclampsia, postoperative infection, depression, upper limb fracture, headache, bags under eyes, swelling of legs, fatigue, diarrhea, hives and abdominal hernia. Concurrent conditions included drug allergy, allergic reaction to antibiotics, sulfonamide allergy, morbid obesity, erythroderma, pyrexia, erythema (develops into mouth lesions, face and lip swelling, and skin desquamation), constipation (she has alternating constipation and diarrhea with symptoms that "come and go".), diarrhea, weight loss, uterine bleeding, chronic salpingitis and allergic reaction to analgesics. Family history included breast cancer, down's syndrome, heart disease, unspecified, lung disease, osteoporosis, diabetes, blood transfusion, colorectal cancer (a maternal grandfather) and hypothyroidism. Concomitant products included famotidine, labetalol and omeprazole. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2012, 1 year 5 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia"). On (B)(6) 2015, the patient experienced infection ("infections") and cystoscopy (seriousness criterion medically significant). On an unknown date, the patient experienced complication of pregnancy ("complication of pregnancy"), rash ("rash") and back pain ("constant lower back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (partial hysterectomy, bilateral salpingectomy, cystoscopy, tlh), surgery (total laparoscopic hysterectomy bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia and back pain was resolving and the salpingitis, pregnancy with contraceptive device, autoimmune disorder, weight increased, complication of pregnancy, infection, rash, cystoscopy, depression and anxiety outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter provided no causality assessment for salpingitis with essure. The reporter considered anxiety, autoimmune disorder, back pain, complication of pregnancy, cystoscopy, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, pelvic pain, pregnancy with contraceptive device, rash and weight increased to be related to essure. The reporter commented: baby case: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed essure device was successfully occluded; on (B)(6) 2012: single essure device visualized; on (B)(6) 2012: total bilateral occlusion, unilateral occlusion. (B)(6) 2012, hysterosalpingogram showed single essure device visualized which is on left side; occluded left fallopian tube; patent the right fallopian tube. (B)(6) 2015, surgical pathology report showed, endometrium biopsy: menstrual pattern endometrium with glandular and stromal breakdown, negative for hyperplasia or malignancy; fragments of benign endocervical tissue. (B)(6) 2015, surgical pathology report showed, uterus, cervix, and bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: uterus: secretory-pattern endometrium; leiomyomata uteri, largest measures 1.3 cm in greatest dimension; negative for malignancy. Cervix: no significant histopathologic change. Bilateral fallopian tubes: no significant histopathologic change. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming pelvic pain, salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: plaintiff fact sheet received, product indication updated, event added as follows- depression and mental anguish. Events onset date added, events severity added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of salpingitis ("chronic salpingitis"), pelvic pain ("severe pelvic pain") and pregnancy with contraceptive device ("post implant pregnancy") in a female patient who had essure (batch no. 872991) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, abortion spontaneous in (B)(6) 2007, parity 1, gravida in (B)(6) 2008, c-section, blood pressure high, pyrosis, acid reflux (esophageal), wound infection, tonsillectomy, gastroesophageal reflux disease, obstructive sleep apnea syndrome, hypertension, premature birth, cardiac septal defect repair, collapse of lung, eustachian tube operation (history of eustachian tubes, and reattachment procedure, 1985) in 1985, pre-eclampsia, postoperative infection, depression, upper limb fracture, headache, bags under eyes, swelling of legs, fatigue, diarrhea, hives and abdominal hernia. Concurrent conditions included drug allergy, allergic reaction to antibiotics, sulfonamide allergy, morbid obesity, erythroderma, pyrexia, erythema (develops into mouth lesions, face and lip swelling, and skin desquamation), constipation (she has alternating constipation and diarrhea with symptoms that "come and go".), diarrhea, weight loss, uterine bleeding, chronic salpingitis and allergic reaction to analgesics. Family history included breast cancer, down's syndrome, heart disease, unspecified, lung disease, osteoporosis, diabetes, blood transfusion, colorectal cancer (a maternal grandfather) and hypothyroidism. Concomitant products included famotidine and omeprazole. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), infection ("infections") and rash ("rash"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy on (B)(6) 2015). Essure was removed. At the time of the report, the salpingitis, pelvic pain, pregnancy with contraceptive device, infection and rash outcome was unknown. The pregnancy outcome was not reported. The reporter provided no causality assessment for salpingitis with essure. The reporter considered infection, pelvic pain, pregnancy with contraceptive device and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed essure device was successfully occluded; on 6-mar-2012: single essure device visualized; on (B)(6) 2012: single, left sided essure device again noted (B)(6) 2012, hysterosalpingogram showed single essure device visualized which is on left side; occluded left fallopian tube; patent the right fallopian tube. (B)(6) 2015, surgical pathology report showed, endometrium biopsy: menstrual pattern endometrium with glandular and stromal breakdown, negative for hyperplasia or malignancy; fragments of benign endocervical tissue. (B)(6) 2015, surgical pathology report showed, uterus, cervix, and bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: uterus: secretory-pattern endometrium; leiomyomata uteri, largest measures 1.3 cm in greatest dimension; negative for malignancy. Cervix: no significant histopathologic change. Bilateral fallopian tubes: no significant histopathologic change. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming pelvic pain, salpingitis. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical records received. Patient's medical history and concurrent conditions were added. Event added per mr: chronic salpingitis. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain/post essure reaction with pain'), salpingitis ('chronic salpingitis'), pregnancy with contraceptive device ('post implant pregnancy'), autoimmune disorder ('autoimmune disorder type of disorder: post-essure reaction with pain and autoimmune-like reaction') and cystoscopy ('cystoscopy') in a 31-year-old female patient who had essure (batch no. 872991) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included citalopram. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tube(s)" on (B)(6) 2011. The patient's medical history included multigravida, abortion spontaneous in 2007, parity 1, gravida in 2008, c-section, pyrosis, acid reflux (esophageal), wound infection, tonsillectomy, gastroesophageal reflux disease, obstructive sleep apnea syndrome, hypertension, premature birth, cardiac septal defect repair, collapse of lung, eustachian tube operation (history of eustachian tubes, and reattachment procedure, 1985) in 1985, pre-eclampsia, postoperative infection, upper limb fracture, headache, bags under eyes, swelling of legs, fatigue, diarrhea, hives, abdominal hernia, swelling of legs, vomiting, sinusoidal fetal heart rate pattern, ureteric operation, skin ulcer, cellulitis (an anterior abdominal wall), abdominal wall wound, miscarriage ((B)(6) 2007 and (B)(6) 2010), wound and postoperative wound infection. No costovertebral angle tenderness. She says she has had virtually no drainage from the wound and she is quite pleased with the healing result (B)(6) 2012, hysterosalpingogram showed single essure device visualized which is on left side; occluded left fallopian tube; patent the right fallopian tube. (B)(6) 2015, surgical pathology report showed, endometrium biopsy: menstrual pattern endometrium with glandular and stromal breakdown, negative for hyperplasia or malignancy; fragments of benign endocervical tissue. (B)(6) 2015, surgical pathology report showed, uterus, cervix, and bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: uterus: secretory-pattern endometrium; leiomyomata uteri, largest measures 1.3 cm in greatest dimension; negative for malignancy. Cervix: no significant histopathologic change. Bilateral fallopian tubes: no significant histopathologic change. Previously administered products included for an unreported indication: nexplanon and mirena. Concurrent conditions included blood pressure high since 2012, depression since (B)(6) 2012, drug allergy, allergic reaction to antibiotics, sulfonamide allergy, morbid obesity, erythroderma, pyrexia, erythema (develops into mouth lesions, face and lip swelling, and skin desquamation), constipation (she has alternating constipation and diarrhea with symptoms that "come and go".), diarrhea, weight loss, uterine bleeding, chronic salpingitis, allergic reaction to analgesics, short of breath, nausea, pre-eclampsia and uterine bleeding. Family history included breast cancer, down's syndrome, heart disease, unspecified, lung disease, osteoporosis, diabetes, blood transfusion, colorectal cancer (a maternal grandfather) and hypothyroidism. Concomitant products included famotidine, labetalol since (B)(6) 2012, omeprazole and propranolol since (B)(6) 2014. In (B)(6) 2011, the patient started citalopram at an unspecified dose and frequency. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal menorrhagia)"). On (B)(6) 2012, the patient experienced complication of pregnancy ("complication of pregnancy with post implant pregnancy"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding (general)") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced autoimmune disorder (seriousness criterion medically significant), erythema ("rashes or skin conditions type: erythema,") and dermatitis exfoliative generalised ("rashes or skin conditions type: erythrodema"). On (B)(6) 2014, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: chronic gastroesophageal reflux disease"). On (B)(6) 2015, the patient experienced infection ("infections") and was found to have cystoscopy (seriousness criterion medically significant). On an unknown date, the patient experienced rash ("rash"), back pain ("constant lower back pain"), abdominal pain ("abdominal area"), urinary tract disorder ("bladder/urinary problems") and bladder disorder ("bladder/urinary problems"). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy on (B)(6) 2015 and partial hysterectomy, bilateral salpingectomy, cystoscopy, tlh). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract disorder and bladder disorder had resolved, the salpingitis, pregnancy with contraceptive device, autoimmune disorder, weight increased, complication of pregnancy, infection, rash, cystoscopy, anxiety, erythema, gastrooesophageal reflux disease and dermatitis exfoliative generalised outcome was unknown, the dysmenorrhoea, dyspareunia, back pain and abdominal pain was resolving and the depression had not resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the third trimester. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain, anxiety, autoimmune disorder, back pain, bladder disorder, complication of pregnancy, cystoscopy, depression, dermatitis exfoliative generalised, dysmenorrhoea, dyspareunia, erythema, gastrooesophageal reflux disease, genital haemorrhage, infection, menorrhagia, pelvic pain, pregnancy with contraceptive device, rash, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: baby case: (B)(4). Plaintiff received treatment for pain, bleeding, psych injury, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: confirmed essure device was successfully occluded result- unilateral occlusion (left tube occluded); on (B)(6) 2012: results: single essure device visualized; on (B)(6) 2012: results: total bilateral occlusion, unilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming pelvic pain, salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Events: bladder/urinary problems added. Event outcome were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain"), salpingitis ("chronic salpingitis"), pregnancy with contraceptive device ("post implant pregnancy"), autoimmune disorder ("autoimmune disorder(autoimmune-like reaction)") and genital haemorrhage ("abnormal bleeding (general)") in a 32-year-old female patient who had essure (batch no. 872991) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, abortion spontaneous in 2007, parity 1, gravida in 2008, c-section, blood pressure high, pyrosis, acid reflux (esophageal), wound infection, tonsillectomy, gastroesophageal reflux disease, obstructive sleep apnea syndrome, hypertension, premature birth, cardiac septal defect repair, collapse of lung, eustachian tube operation (history of eustachian tubes, and reattachment procedure, 1985) in 1985, pre-eclampsia, postoperative infection, depression, upper limb fracture, headache, bags under eyes, swelling of legs, fatigue, diarrhea, hives and abdominal hernia. Concurrent conditions included drug allergy, allergic reaction to antibiotics, sulfonamide allergy, morbid obesity, erythroderma, pyrexia, erythema (develops into mouth lesions, face and lip swelling, and skin desquamation), constipation (she has alternating constipation and diarrhea with symptoms that "come and go".), diarrhea, weight loss, uterine bleeding, chronic salpingitis and allergic reaction to analgesics. Family history included breast cancer, down's syndrome, heart disease, unspecified, lung disease, osteoporosis, diabetes, blood transfusion, colorectal cancer (a maternal grandfather) and hypothyroidism. Concomitant products included famotidine and omeprazole. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, 1 year 5 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and weight increased ("weight gain"). On (B)(6) 2015, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), infection ("infections"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), rash ("rash") and complication of pregnancy ("complication of pregnancy"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (partial hysterectomy, bilateral salpingectomy, cystoscopy) and surgery (total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, salpingitis, pregnancy with contraceptive device, autoimmune disorder, genital haemorrhage, infection, rash, dysmenorrhoea, dyspareunia, weight increased and complication of pregnancy outcome was unknown. The pregnancy outcome was not reported. The reporter provided no causality assessment for salpingitis with essure. The reporter considered autoimmune disorder, complication of pregnancy, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, pelvic pain, pregnancy with contraceptive device, rash and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 5-mar-2012: confirmed essure device was successfully occluded; on (B)(6) 2012: single essure device visualized; on (B)(6) 2012: single, left sided essure device again noted (B)(6) 2012, hysterosalpingogram showed single essure device visualized which is on left side; occluded left fallopian tube; patent the right fallopian tube. (B)(6) 2015, surgical pathology report showed, endometrium biopsy: menstrual pattern endometrium with glandular and stromal breakdown, negative for hyperplasia or malignancy; fragments of benign endocervical tissue. (B)(6) 2015, surgical pathology report showed, uterus, cervix, and bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: uterus: secretory-pattern endometrium; leiomyomata uteri, largest measures 1.3 cm in greatest dimension; negative for malignancy. Cervix: no significant histopathologic change. Bilateral fallopian tubes: no significant histopathologic change. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming pelvic pain, salpingitis. Most recent follow-up information incorporated above includes: on 27-feb-2018: reporters, essure removal date updated and events (abnormal bleeding (general), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, autoimmune disorder(autoimmune-like reaction), complication of pregnancy were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.